Event description:
The manufacturer was notified on (B)(6) 2016 that a percival valve in size m was implanted. An intra-valvular leak was observed at echo and the acoronary leaflet did not move. The percival was removed and re-implanted but the intra-valvular leak was again observed at echo, and the acoronary leaflet still did not move. The percival was therefore removed and a trifecta valve implanted. From a further discussion with the surgeon it was reported that : the annulus was not symmetric - lower on the acoronary side. This was indeed the problem, according to dr. Lenos. He attempted to fix this by placing the guiding sutures a bit higher, but this unfortunately didn't work.

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1209, s/n (B)(4), were pulled and reviewed by quality control to confirm that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. The hydrodynamic testing conducted on the perceval size 23/m heart valve prosthesis sn (B)(4) confirmed that the device was showing a normal leaflet kinematics.